Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had rose to 301 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the investigation found a leak on the exposed portion of the soft cannula. Fluid was observed flowing out of a small external tear, diverting the intended path of the fluid. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or abnormalities were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.